Event description:
Patient reported, left side moderate wrinkling, hardened. Patient representative reported, "increased risk of bia-alcl, emotional distress including fear and anxiety of developing cancer. Accumulation of foreign and adulterated silicone particles in their bodies. Including, the resulting inflammation, cellular damage and subcellular damage, past and future medical expenses, physical pain and suffering from explanation". Device has been explanted.

Manufacturer narrative:
Asr/psr date submitted 05/20/2005. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of wrinkling is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wrinkling.